Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 54 mg/dl. Customer¿s current blood glucose value was 93 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The customer states the drive support cap appears normal. The customer treated with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis.